Event description:
Pt underwent surgery for pelvic organ prolapse with the avualta mesh system. She has undergone multiple surgeries to correct erosions, scar tissue, dyspareunia. Diagnosis or reason for use: pelvic organ prolapse.